Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets had a separation between the female connector (navy blue piece) and the main body (light blue piece). This was further described as ¿they were coming apart from the navy blue piece to the light blue piece¿. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were in use approximately one (1) month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.